Event description:
Received all metal total joint christensen prosthesis on the left side. Jaw now deviates to the left and there is a decrease in mouth opening. Pain is at an incredible level 24 hours a day, not to mention frequent sinus infections and migraine headaches.

Event description:
Add'l info received from MFR 12/19/02: tmj implants, inc was unable to investigate this specific complaint. In order to complete an investigation, the following info is necessary: specific device info such as product number or lot number confirming that the medwatch is related th the co's device. Pt info. Condition of the pt. Tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.